Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was going to have an MRI with the area to be scanned was the knee, for blood clots. This was related to the device/therapy per the patient. The patient had 3 blood clots since the spinal cord stimulator (scs) was implanted. They were doing the MRI to check to see if there was any damage to the knee and the knee was still really swollen. The patient did not have the programmer at the MRI appointment so they could not confirm MRI eligibility the day of the report. The cause of the event was not determined and it was not device related. The patient had not recovered and the symptoms/issue was ongoing. The patient had a history of tobacco use, 1 pack per day. The patient was on xarelto 15mg ¿tab po bid¿ for deep vein thrombosis (dvt). It was later reported after having pain stimulation surgery, the patient woke up and had severe knee pain on the left leg. They thought it was a pinch nerve from lying on the table. The left knee never got better and they were dealing with swelling and three blood clots in the left knee after surgery. The patient was still having pain on the left leg and knee. They could not use the simulation because it gave the patient a ¿horrible feeling like shocking¿ in the left leg. The patient did not use stimulation therapy. The patient had an MRI and x-ray and it showed ¿excessive edema¿ on the left leg/knee. The patients complex regional pain syndrome (rsd) was getting worse because of the left leg/knee pain and they could not use the stimulation therapy. The trial helped but the implant did not help. The patient was not sure what to do or who they should see. The patient was trying to get some answers as to the problems they were going through to see if maybe it could be a side effect of the stimulator. The patient reported a shocking or jolting sensation and spamming sensation. There were symptoms which included acute pain, swelling, and spasms. The patients¿ healthcare provider (hcp) would not look at their knee and was not helping to figure out what was wrong. The hcp should have looked at their knee when the problems first occurred. During the spinal cord stimulator (scs) implant procedure, they tested the leads and everything was fine until a certain point the patient would feel pain and they would put them under again. When the patient was waking up and they were taking them to recovery, they had really severe knee pain and all they did was give them a shot of demerol and sent them home. The hcp noted that they could have laid on it wrong on the table and the nurse knew what was going on but the hcp wouldn¿t look at the knee. Even after the patient went in for bandage changes the hcp would not look at the knee. The patient never had knee pain and the scs was not for their knee it was for their back for rsd. The patient could not use their stimulation because when they turned it on it gave them a shocking. Even when they had it turned off the patient got spasms in their left leg (the same leg they were having knee problems with).this occurred the date of the scs implant. Also, there was swelling in the left leg and the leg was still in pain. The patient had three blood clots and deep vein thrombosis (dvt) under the left knee. The hcp originally thought the blood clots were the reason why the patient was having pain in their knee, but the blood clots had resolved supposedly. Although, the patient hadn¿t had an ultrasound for the past two months. The patient was put on blood thinners when they found out they had the blood clots. This was in (B)(6) 2015. The patient got pain medication twice and was still getting pain medications from the hcp. They put the patient on two different things of steroids to get the swelling down and to help with the pain, however, that didn¿t help and the swelling never came down from all the steroids they gave the patient. Then they referred the patient to another hcp and they helped diagnose the dvt. The patient just got a second opinion from another person too and they wanted to run an electromyography (emg).

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 9 7754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 977a275 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still having issue with the lead. The patient reported that the device has not provided any relief.